Manufacturer narrative:
This device remains in service, so therefore, will not be returned to bsc for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was programmed at vvi 30 beats per minute (bpm), and the result was that only 10 percent of the brady pacing could be viewed at 130 bpm between (B)(6) 2009 and (B)(6) 2010. Nothing could be observed between (B)(6) 2009 and (B)(6) 2009. Bsc technical services (ts) reviewed a save to disk, and discussed the data representing the counters is stored in non-protected memory in the device. The counter seems to have a single bit corruption leading to a large value. This is most likely due to a memory corruption in the device. The most likely cause of memory corruption is patient exposure to radiation. I received information from bsc ts that this device is not in safety mode, there is no evidence that indicates therapy was not provided, and there are no other faults in device operations at this moment, so the device should continue to operate as designed. There were no adverse patient effects reported.